Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy restored.

Manufacturer narrative:
It was reported that the patient had emergency gallbladder surgery and did not have his device in MRI mode. The rep attempted to connect to the ipg and attempt was unsuccessful. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient had an emergency gallbladder procedure where the device was not placed into surgery mode. Subsequently, the ipg became inoperable and could not communicate with external devices. Troubleshooting to recover ipg was attempted by an abbott representative to no avail. Surgical intervention may take place at a later date.